Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 535 mg/dl. The customer declined troubleshooting fort high blood glucose values. The customer was treated with manual injections for high blood glucose level. Customer stated that the insulin pump had experienced blood glucose values such as 398 mg/dl, 300 mg/dl. The insulin pump will not be returned for analysis.